Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device emitted an unusual grinding noise. It was determined that there was corrosion on the internal components and the bearings. It was further observed that the cone sleeve and clamps were corroded. It was determined that the outer race of the bearing was stuck in the slide-sleeve. It was determined that these issues were consistent with improper cleaning/care. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the quick coupling device was making an abnormal noise. There were no delays to the surgical procedure. It was reported that a spare device was not available. It was reported that the surgeon used an alternate mean/method and the surgery was successfully completed with no further incident. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.